Event description:
A calcanail calcaneal nail, placed for osteosynthesis of a left calcaneal fracture in (B)(6) 2020, should be removed for subtalar arthrodesis on (B)(6) 2022. However, this nail is impossible to mobilise despite correct placement of the material removal ancillary. Prolonged surgery to try to remove the material. Change of technique for arthrodesis fixation.

Event description:
A calcanail calcaneal nail, placed for osteosynthesis of a left calcaneal fracture in october 2020, should be removed for subtalar arthrodesis on (B)(6) 2022. However, this nail is impossible to mobilise despite correct placement of the material removal ancillary. Prolonged surgery to try to remove the material. Change of technique for arthrodesis fixation.